Manufacturer narrative:
An event of st elevation and asystole upon deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that no air embolism was observed and the patient was externally paced with temporary pacemaker and given medication for recovery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer patent foramen ovale occluder (pfo) was chosen for implantation into a pfo utilizing an amplatzer torque delivery system. The patient was under conscious sedation. Once the occluder was deployed, the patient had st elevation and asystole. It is unknown if the air was in the system or if the patient vasovagaled. No air embolism was observed. The patient was externally paced with temporary pacemaker and given medication. Eventually the patient recovered. The patient did not remain hospitalized for monitoring. There was no reported device issues. The loader was immediately connected to the sheath after the removal of the dilator or guidewire and continuous flush was not attached.